Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was unable to recharge the ipg using two charging systems. Surgical intervention is planned to address the issue. The ipg was implanted in (B)(6) 2014. Details of the implanted ipg are unknown at this time.

Event description:
Follow-up identified the patient desired to have the entire system explanted. Additional information could not be obtained by the company representative.

Event description:
Follow-up identified the patient last charged the ipg in (B)(6) 2016.